Event description:
It was reported that the device was suspected of early battery depletion. It was also reported that the battery voltage had taken a sudden drop. The device was at end of life with a battery voltage of 2.55v, and less than three months prior the battery voltage had been 2.90v. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that the device reached 69% of its expected longevity. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device indicates battery voltage - battery depletion indicated/elective replacement indicator (eri). Two patient alerts for low battery voltage were triggered on (B)(6) 2010 and on (B)(6) 2010. Eri was triggered on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device did not meet expected longevity. Save to disk data shows an abrupt drop on battery voltage between (B)(6) 2010. Analysis of the device battery was unable to confirm a failure mechanism such as a high current drain condition. Long term monitoring and temperature cycling were performed with no evidence of abnormal operation. The device passed diagnostic system testing. Further destructive analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. Based on the destructive analysis, no internal short was present in the battery at the time of the analysis. Performance data collected from the device indicates battery voltage - battery depletion indicated/elective replacement indicator (eri). Two patient alerts for low battery voltage were triggered on (B)(6) 2010. Eri was triggered on (B)(6) 2010.

Event description:
It was reported that the device was suspected of early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.